Event description:
During angiogram physician went to pull back balloon catheter; catheter broke midway in the shaft with part of balloon catheter still lodged in rca. Remaining part of catheter was retrieved with snare, no portion remaining in pt.